Event description:
It was reported that the patient presented in the emergency room with no pacing support observed. Upon interrogation, the device was found to be in backup vvi. No patient symptoms were reported. The device was explanted and replaced. Patient was stable and doing well following the procedure.

Manufacturer narrative:
The reported field event of an inability to establish communication with the device was confirmed in the laboratory and was due to low battery voltage caused by premature battery depletion. It is believed that the backup vvi observed in the field was also due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested using automated test equipment and no anomaly was found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
New information received notes that the device was at eri. The device had no output and was unable to be interrogated.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.